Event description:
It was reported by the patient that the previously working remote monitor no longer powered up, even with new batteries. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the batteries that were returned with the monitor had leaked. The monitor powered up normally with known good batteries, and the monitor passed functional testing. It was also noted that there was contamination on the storage lid and top housing.